Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with cracked battery tube threads, broken reservoir tube lip, stained end cap sticker, stained address or serial number label and broken belt clip slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had less responsive keypad buttons. Customer stated that was random no insulin delivery alarm and insulin pump wont accept calibrations. Customer stated that insulin pump was working fine. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.